Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced recurrent peritonitis. The pt was hospitalized four times within the previous two months for recurrent peritonitis. Treatment was not reported. Additional information was requested but is not available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: a review of all batch record documents for potentially associated lot numbers h12j06011 and h12l13021 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).